Manufacturer narrative:
(B)(4). Event date sometime in 2014. Implant date sometime in 2011. Explant date sometime in 2014. Concomitant product(s): unknown cup. Unknown liner. Unknown stem. Report source: country: (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 05937.

Event description:
It was reported patient was revised approximately 3 years post-implantation due to elevated metal ion levels and metallosis. Attempts have been made and additional information on the reported event is unavailable.